Event description:
It was reported in a literature publication that a prospective, randomized, controlled study of 83 patients with cervical myelopathy underwent surgery for arthroplasty with implantation of an artificial cervical disc prosthesis or acdf with iliac crest autograft and cervical plate. The inclusion criteria were intractable cervical myelopathy attributable to disc herniation or stenosis at one, two, or three levels from c3-c4 to c6-c7, and failed non-operative management for 12 weeks. Patients requiring immediate treatment were not required to meet the inclusion criteria. There were 21 men and 20 women in the artificial cervical disc group and 23 men and 19 women in the acdf group. One-level replacements were performed in 24 patients in the arthroplasty group and 21 in the acdf group. Two-level replacements were performed in 14 patients in the arthroplasty group and 17 in the acdf group. Three-level replacements were performed in three patients in the arthroplasty group and four in the acdf group. All patients were followed for 3 years, except for two patients in the acdf group who were lost to follow-up. Arthroplasty patients used braces for 1 week and were allowed to gently move their heads during normal daily activities but were told to avoid further physical efforts for 3 months. Patients who underwent an acdf with anterior cervical plate wore a hard collar postoperatively for 3 months. Post-operative complications of the acdf patients include 7 patients with dysphagia.

Manufacturer narrative:
Literature article citation: cheng et al. Superiority of the bryan disc prosthesis for cervical myelopathy. Clinical orthopaedics and related research. (2011) 469:3408-3414. (B)(4): implant date: (B)(6) 2004 to (B)(6) 2006. (B)(4): the device or applicable imaging studies were not provided to the manufacturer for evaluation.